Manufacturer narrative:
No reported device issues; however, a vessel perforation and an ischemic stroke occurred during procedure. Follow up requests for additional information have not been successful to date. The reported adverse event is documented in the device directions for use. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn.

Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the left middle cerebral artery (mca) under hde (humanitarian device exemption) designation. Pre-procedure stenosis was 90%. Predilation with a balloon catheter (subject device) was performed, followed by implantation of the stent. "Residual stenosis was 0.0% post stent placement. A vessel perforation was noted during pre-dilation pta balloon procedure. There were no complications noted during the stenting procedure itself." The "...pt had an ischemic stroke during index procedure of 2006". The "pt was discharged to other hospital or rehabilitation center 25 days post procedure." The symptoms resolved on four and a half months later, with residual effects.